Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform during a test. The customer believes the battery was fully charged at least two days before use in the platform but was unable to confirm what was indicated on the status leds on the battery during the test. Currently, the status leds on the battery do not illuminate, indicating the battery voltage is too low to illuminate the leds. The battery also will not charge in the multi-chemistry battery charger (mcc). The status leds on the mcc illuminated the amber light, indicating the battery is in a conditioning cycle. However, even after 24 hours in the mcc, the battery is not fully charged. The mcc is able to charge other autopulse li-ion batteries as intended. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse li-ion battery (sn (B)(6) will not power on the autopulse platform" was confirmed during the archive data review but not during functional testing. No device malfunction was observed during testing, and the battery functioned as intended. Based on the archive data review, the possible root cause for the reported complaint was due to an intermittent battery issue caused by an esd (electrostatic discharge) hit at the time of the event. The reported complaint that "the battery will not charge in the multi-chemistry battery charger (mcc)" was confirmed during archive review but not during functional testing. The root cause for this battery failure is likely due to an esd. The battery was received at zoll san jose reconditioned and fully charged. The esd was cleared, and the battery was recovered. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed four green lights. The archive data indicated that on feb 2, 2023, the event date, a reset occurred due to an esd hit, which caused the battery cells to discharge to their minimum voltage. The status leds showed 1 amber light. However, this error can be cleared by inserting/charging the battery into the mcc again, and the battery recovered afterward. The archive shows 19 successful charge cycles over the battery lifetime. The battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds on the battery showed four solid green lights after the successful charging attempt. The battery was able to successfully power an autopulse platform until discharged without issue.